Event description:
It was reported that device diagnostic testing showed ifi = yes on a generator that had recently been implanted in (B)(6) 2013. It was reported that it is unknown if electrocautery was used during the implant surgery. It was reported that the patient has been referred for surgery for ifi = yes and generator migration which is reported in MFR. Report # 1644487-2013-02559. Surgery is planned, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the device history records of the generator confirmed all quality tests were passed prior to distribution.